Manufacturer narrative:
Conclusion: no device failure. Evidence that product was in spec when used.

Event description:
Allegedly socket failure to integrate with the bone. Socket was loose and out of position, causing intense pain. Per medwatch (B)(4), revision was long and complicated, required trochanteric osteotomy blood transfusion, 5 months physical therapy, compromised quality of life.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00841, 00842, 00844, 00845, 00846, 00847, 00848.